Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had a malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the record was incorrectly registered via sap by the service coordinator and there is no malfunction reported.hence, the complaint is invalid and no follow up report is necessary.